Manufacturer narrative:
Inspection and testing found the foreign material found on the forceps elevator and the dirt on the light guide lens was due to insufficient cleaning. During inspection and testing the report from the customer was confirmed. Angulation was lower than standard due to stretched angle wires. In addition, the scope connector was deformed which resulted in loss of water-tightness, the adhesive on the bending section cover was discolored, the connecting tube was scratched, the grip was dirty, the right/left knob was dirty, switch one was scratched, the universal cord was scratched, the play of the up/down and right/left knob was out of standard due to worn angle wires, and the distal end of the device was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the up/down and right/left angulation was reduced. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator and the inside of the light guide lens was dirty. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Event description:
The following information was received. - the customer is following the reprocessing as per IFU. - the subject device with foreign material was not used on a patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information to b5 of the initial medwatch. The following information was received. - the customer is following the reprocessing as per IFU. - the subject device with foreign material was not used on a patient. Correction to g3 of the initial medwatch. The aware date should be 20-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely IFU recommended reprocessing steps were not performed completely due to leak of the device. However, the root cause of the reported issue could not be determined since the complaint on leak was not reported by the user. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.